Event description:
A balloon ruptured following multiple inflations well beyond its rated burst pressure following a successful dilatation of an arteriovenous hemodialysis fistula graft. Following balloon rupture, it was noted the balloon material had detached in the pt. Percutaneous retrieval of the detached balloon segment utilizing a snare was uneventful. The pt's condition is good. A portion of the device was received, evaluated and retained by this MFR. The engineering eval indicated the balloon was detached from the catheter shaft. All material appeared to be present with the exception of a small fragment from one of the bonds. The catheter shaft was not returned for eval. Scratches and chatter marks were noted on the balloon material. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. This device displayed characteristics consistent with contact with a sharp external source, scratches and chatter marks on the balloon surface. It was also indicated this device was inflated well beyond its rated burst pressure. Co believes the above factors may have contributed to this event. Co's directions for use stat: "the rated burst pressure should not be exceeded...inflation in excess of rated burst pressure may cause the balloon to rupture...if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."